Manufacturer narrative:
The investigation determined the actions taken by the field service representative resolved the issue. It is possible that insufficient cooling or an unexpected failure of an electronic component was the root cause of the defect. A newer type of power supply was introduced and all integra 400 plus instruments have been factory equipped with the new type of power supply since (B)(6) 2010. A retrofit power supply has been made available for instruments in the field.

Event description:
The customer reported that during daily start up, the analyzer had a fatal hardware error and then started to emit smoke which smelled like an electrical burn. The smell permeated the lab. There was smoke emitted but no fire. The customer immediately powered off the analyzer. No employees were injured and they did not evacuate the area. No patients were involved in the event. The field service representative determined the power supply for the analyzer failed. He checked the system for damage, but found none. The power supply was updated. The system was powered on and was operational. The customer performed successful calibration and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.